Event description:
On (B) (6) 2009, the patient reported that her infusion device smells like insulin. She stated that she began use of the infusion device 3 months ago and she noticed the smell "right away." She stated that she does not attach the infusion tubing and adaptor to the insulin cartridge prior to insertion into the infusion device. She was educated on the proper procedure. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.